Event description:
It was reported that a user experienced a connectivity issue in which the dexcom g6 sensor would not pair because the ilet device was not paired with the ilet mobile application. No reported adverse clinical effects and no changes in blood glucose. Outcomes included temporary interruption to automated dosing functions until pairing was restored. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that successful pairing of the ilet to the app enabled subsequent pairing of the dexcom g6, resolving the connectivity issue with no impact to glycemic control. It was concluded that user setup was incomplete and that pairing guidance restored proper device function without clinical harm.